Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer will continue to use the current pump for insulin therapy.